Event description:
Manufacturer review of the published article entitled "vagus nerve stimulation for medication-resistant generalized epilepsy. E04 vns study group. Neurology 1999:52:1510-1512; labar d, murphy j, tecoma e." Identified one patient who developed increased seizures after the vns was implanted. Attempts for further information have been unsuccessful to date.

Event description:
Additional manufacturer review of the article noted the increased seizures event was previously captured and reported, and was reported again in error.

Manufacturer narrative:
Article citation:vagus nerve stimulation for medication-resistant generalized epilepsy. E04 vns study group. Neurology 1999:52:1510-1512; labar d, murphy j, tecoma e.

Manufacturer narrative:
Adverse event or product problem, corrected data: the increased seizures event was previously reported, and was reported again in error.